Event description:
It was reported that during the procedure, the needle detached from the strand several times. An additional new suture was used without issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: cl-944, cl-944 polysorb* 0 vio 90cm kv34 x36 (lot # a5f2019y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Thirty representative samples were received for evaluation. Visual inspection noted varying degrees of discoloration (dark color) and suture stiffness were noted near the needle attachment point of the sutures. Functionally, the load force at the point of detachment was measured and the results were found to meet the mean and individual specifications for this product. In addition to testing against the specifications, the samples were subjected to testing of the needle attachment force at 90° (degrees) of rotation. Results demonstrated lower forces than are typical for 90° attachment forces of this usp size suture. It was reported that the needle detached from the strand several times. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.